Event description:
The customer's mother called stated the settings were being erased from the insulin pump. The customer's mother then stated the customer was hospitalized for diabetic ketoacidosis recently. The customer's mother stated the insulin pump is fine and felt that the customer had not been bolusing prior to the event. Troubleshooting was performed. The insulin pump passed the prime and high pressure test. The alarm history revealed and error alarm that had erased all of the insulin pump settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.